Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system including a rechargeable ipg and four percutaneous leads on (B)(6) 2010 for leg and back pain. It was reported that the pt experienced add'l pain in her back, approx two inches below the mid-back incision site, when stimulation was on or off. The pt also reported feeling a pinching/stinging sensation in her right buttock when stimulation was on or off. The pt followed up with her physician regarding this issue. Follow up on the pt found that the pt had stopped taking her prescribed muscle relaxant, carisoprodol. It was reported that the pain was most likely attributed to muscle spasms. There have been no further issues reported for this pt.